Event description:
Customer reported that the insulin gauge displayed a different amount than expected. There was no adverse impact to the customer's blood glucose level reported. The customer declined further troubleshooting with technical support, resulting in the closure of the case without performing additional corrective actions.